Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00086. It was reported that patient was experiencing ineffective coverage of therapy. Programing was unable to resolve the issue since impedances were found to be high in one lead. As such, both the leads were explanted and replaced with new leads. Reportedly, effective therapy was restored.